Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date, approximately two months prior to calling, customer noticed ¿itching¿ at the insertion site so the sensor was removed. Upon removal, she noted the skin was ¿reddish¿. Customer self-presented to a healthcare provider, was diagnosed with an infection and prescribed an unspecified antibiotic and an unspecified anti-inflammatory cream. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the serial number provided was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date, approximately two months prior to calling, customer noticed ¿itching¿ at the insertion site so the sensor was removed. Upon removal, she noted the skin was ¿reddish¿. Customer self-presented to a healthcare provider, was diagnosed with an infection and prescribed an unspecified antibiotic and an unspecified anti-inflammatory cream. There was no report of death or permanent injury associated with this event.